Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-april-2024, it was reported that the patient experienced that the infusion set cannula was bent. Within 3 or more hours of abdomen insertion customer noticed symptoms. The blood glucose level of the patient was high. Therefore, they tried to treat it with correction bolus via pump. Additionally, location site was regularly rotated. The patient changed supplies as necessary and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.